Event description:
The customer reported that while the unit was in use on a pt during transport, the unit shutdown. He advised that the shutdown was the result of swollen batteries.

Manufacturer narrative:
This pump is maintained by the customer's biomed. Datascope has attempted to contact the biomed who reported the event four times, by email and by phone, to obtain add'l details of the event, including: serial number and status of the pump, and pt outcome. We have not received a response; therefore, we have no add'l info to provide at this time. If any add'l info becomes available, a f/u report will be sent to FDA.